Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had colored artifacts appear on the screen and the optics are switching off. The issue occurred during therapeutic procedure that was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure colored artifacts appear on the screen was not confirmed and the optics are switching off was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur and therefore no image is displayed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The video cable is broken, stripes in image occur and therefore no image is displayed. The most probable cause of the reportable malfunction is no problem detected and the most probable cause of the malfunction found during device evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.